Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the broken spring could be confirmed. Based on the currently available information, the root cause can be attributed to a user-related issue. The appearance of the fracture surface shows clear indications of a forced rupture this reveals that the break was caused by overload. The visual inspection showed clearly that the holding pin of the spring is indeed completely broken / snapped off so that the instrument could not be used as intended. Discolorations / corrosion / rust are also evident (especially on the front part of the pliers). Please ensure to follow the instructions for cleaning, sterilization, inspection and maintenance (ref# (B)(4)). Even a crack is visible. Both cutting edges are also clearly worn / damaged, therefore an adequate cutting is not ensured anymore. In all, the instrument is in a very bad condition, note that these damages were caused due to heavy usage over the years. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities as well. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that the surgeon tried to bend 2.0 k wire and the pliers broke.

Event description:
It was reported that the surgeon tried to bend 2.0 k wire and the pliers broke.